Manufacturer narrative:
The company representative examined the system and found that the illuminator turned off due to overheating caused by a disconnected fan. The company representative reconnected the fan and the nonconformity was resolved. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was attributed to be disconnected fan. However, how the fan became disconnected cannot be conclusively determined at this time. (B)(4).

Event description:
A customer reported that the "illuminator ballast thermo-cut-off has been triggered" , functions were disabled and the fan was disconnected during surgery. The system was exchanged and the procedure was completed with no harm to the patient.